Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 9 inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Prior to returning the device, the customer confirmed the following about the reprocessing of the device: (a.) The customer cleaned, disinfected and sterilized the device before it was sent to olympus, (b.) It was unknown if there was a delay in the start of precleaning, (c.) It was unknown if the customer flushed the air and water nozzle with water and air, (d.) There were no abnormalities in the accessories for reprocessing, (e.) It was unknown whether the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges, (f.) And it was unknown whether the customer flushed the air/water nozzle channel with the detergent solution. The device was returned to olympus for evaluation. The customer¿s allegation of the black spots/dots was not confirmed. It was discovered that due to the damage on the charged cabled device unit the image has roughness. Foreign matter was discovered however, inside the nozzle. The cause was due to insufficient cleaning. Additionally, the following findings were also identified, and are as follows: (a.) Due to the wear of the angle wire, bending angle in the up direction did not meet the standard value, (b.) Due to the wear of the angle wire, the play of the up/down knob was out of the standard value, (c.) The bending section cover had a scratch, (d.) The adhesive in the bending section cover having white clouded area, (e.) Due to the clogging of the nozzle, air supply volume did not meet the standard value, (f.) Due to the clogging of the nozzle, water supply volume did not meet the standard value, (g.) Due to clogging of the nozzle, water removal ability did not meet the standard value, (h.) And the connecting tube had a scratch. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the gastrointestinal videoscope experienced a black dot occurs in the upper left of the endoscopic image. It was unknown when the event took place. During testing and inspection of the returned device, it was discovered that there was foreign matter-related complaint of the nozzle clogging. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.